Event description:
Allegedly, during hysterectomy doctor tried to use kleppinger bipolar instruments to stop bleeding. The device would not activate and because the bleeding was rapid, he converted to a laparatomy to control bleeding. Procedure was completed with no other pt impact.

Manufacturer narrative:
The cord is non-functional because there is a broken piece of a bipolar insert lodged inside the cautery receptacle. This broken piece would prevent any insert from being fully inserted and activated. This is the reason that the instrument did not activate when doctor depressed footpedal.